Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). In the examination ofthe article 33149 plastic handle it was found thatthe push button has come loose from the handle. In addition, lt was determined during the inspection that the push button is damaged and on one side a part ofthe push button is missing, as this is probably broken away. The production date ofthe article is february 2019. There was a vendor 8d report on this problem. This describes the cause of the error as an inwardly bent bar an the dicker button, because the dicker button was not properly fixed and could fall out, and it is also likely that the misalignment of the dicker button has also led to the breakage of the bar. The planned shutdown measure foresees that we pay attention to chips and residues when assembling, in addition, it is ensured during the inspection that the dicker button does not come base. Damaged parts are to be replaced immediately.

Event description:
It was reported that there was event with a "handle". According to the information received, the button for the locking falls off. This was detected and no injury or any adverse impact to the patient, user or third was reported. Further information is not available.